Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device failed the power bench test, the upper trigger jammed and the coupling head was worn. It was further observed that he electronic control unit and the electronic motor were damaged and the bearings, gears and the seals were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on mechanical and electronic components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the small battery drive device failed the power bench test, the upper trigger was jammed and the coupling head was worn. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.